Manufacturer narrative:
(B)(4). Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow-up will be submitted with all relevant information.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, a cuff miss occurred. Manual compression was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.